Manufacturer narrative:
An RMA had been issued requesting to have the intuitive surgical, inc. (Isi) device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sigmoidectomy surgical procedure, the fenestrated bipolar forceps wire was broken and did not function as intended during endo-wrist movement. The instrument wire looks broken on the outer inspection. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the csr said the instrument was inspected prior to use. The surgeon was performing a sigmoidectomy procedure. The color of the broken cable was black. There was full cable breakage. Since the cable was broken, the cautery was not performed. There was no thermal damage noticed. There was no instrument collision. There was no fragment fall. The instrument was taken out.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal end.

Event description:
Refer to h10/h11 for follow-up information.